Event description:
It was reported by the stryker field service rep that the customer alleged that the zoom was intermittent. There was no pt involvement or adverse consequences.

Manufacturer narrative:
Motor, cam bracket assembly, and pt right zoom handle.